Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd angiocath¿ IV catheters leaked blood while being flushed. The following information was provided by the initial reporter: "the customer has reported when the catheters are placed and a bung attached to the end, once flushed they leak blood ect and this makes the site very messy"